Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that "alert/notification settings issue" occurred. On (B)(6) 2026, the patient fell due to hyperglycemia. Phone and watch did not notify him. Patient called 911 didn't come very quickly so the patient passed out. He kept falling asleep and was groggy, couldn't talk. The paramedics took a bg reading which was 1060 mg/dl. He was taken to the hospital, the doctor thought he had a heart failure as his heart rate was around 140. Other diagnostics performed showed that the heart was not working properly (not correctly irrigation). They performed multiple testing, everything was normal except for the bg reading. He was discharged from the hospital on (B)(6) 2026. There was no treatment documented. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.